Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported the system failed to boot up. No report of pt injury.